Event description:
The ge oec 2800 fluoroscopy system had failure of the magnification modes. System would not magnify images.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective fluoro functions pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.